Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3 of his automated peritoneal dialysis therapy. Per initial report, a supply bag was leaking. Baxter's technical service center assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of the incident per the home pt.